Event description:
Caller reported discrepant results over the last five weeks. Results as follows: reported: 2.5, actual: 1.5; reported: 2.6, actual: 1.7; reported: 2.7, actual: 2.1; reported: 1.5, actual: 1.5; reported: 1.6, actual: 1.6. Caller reported that he was adjusting his own coumadin. Last week, the doctor told the patient to increase his dosage to 6 mg/day. The patient's legs were bothering him, so he went to the doctor. Patient's inr was checked while at the doctor: date: (B) (6) 2010, doctor's meter: 4.3. Date: (B) (6) 2010, doctor's meter: 2.2, inratio: 1.8.

Manufacturer narrative:
Investigation pending.